Event description:
The customer's mother stated that the customer was taken by paramedics to the hospital due to hyperglycemia. The customer's blood glucose was reportedly over 600 mg/dl. The customer's infusion set was changed several times prior to the event. It was advised that the customer revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.